Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No damaged or missing parts found in the visual inspection. This was a potential cycling issue. The ventilator passes functional test. The issue was not replicated. There was no fault found. The device was being returned unrepaired per customer request. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the water would not circulate and the sensor alarm was beeping. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.